Event description:
Allegedly, the physician inserted the balloon dissector under the muscle and the balloon would not inflate. There has been no pt injury reported, however, the complainant stated that the pt remained under anesthesia an extra 15-20 minutes. The complainant is unable to return the complaint product due to contamination.